Event description:
A hosp (B) (6) reported via a fisher & paykel healthcare rep that the heater wire pins in the inspiratory tube of an rt200 adult dual-heated breathing circuit were 'misaligned'. As a result, the heater wire adapter could not be fitted. This event was detected as an 'out of box' failure, prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a hosp (B) (6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the rt200 breathing circuit was discarded by the hosp and is not available to be returned to fph for investigation. Our analysis is accordingly based on the event description and previous analysis of similar complaints. Results: the hosp reported that the heater wire pins in the inspiratory tube were misaligned preventing connection with the heater wire adapter. A lot check revealed no other complaints of this nature for this lot number. Conclusion: heated breathing circuits contain a heater wire socket for connection to the humidifier. The heater wire pins are formed during production. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during transport or during set-up and connection of the equipment. Our monitoring and trending of the incidence of misaligned or bent pins in adult breathing circuits has a rate of occurrence worldwide (B) (4).